Manufacturer narrative:
D4: corrected the catalog number and serial number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: pump stop: the cause of pump stop was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
A clinical narrative of the event was completed and captured to b5 event description as a correction to the reported event details. Related report number(s). This is one of two device reports related to the event. Refer to section h10 for the related report number(s).

Event description:
An impella cp was inserted via the femoral artery to support the 51 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was also supported by extra-corporeal membrane oxygenation. Prior to the pump placement the team had the patient on inotropes, vasopressors, and a vent for respiratory needs. The underlying medical history was not shared. The pump was supporting well over a week when the team had a purge cassette failure. The cassette was replaced and support proceeded. On day 10 the pump stopped and the team was unable to restart the pump and so it was removed and patient remained on the ECMO support alone. The cassette failure and pump stop and explant had not any consequence to the patient and support. Patient survived the malfunctions.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a pump stop during the weaning process. The pump could not be restarted so it was explanted. The patient was stable and supported by venoarterial extracorporeal membrane oxygen.